Manufacturer narrative:
Analysis of the suspect pendant was completed by medtronic personnel. Visual inspection found that wear and tear was present on the pendant. The cable for the pendant was not returned, meaning functional testing could not be performed.

Manufacturer narrative:
No patient information provided as no patient was reported present during this issue. A medtronic representative went to the site to test the equipment. It was found that there were several panel buttons cracked from use. No findings within the log files with possible conclusion that not enough pressure was used for button press at pendant panel. Pendant was replaced as a precautionary measure. The imaging system then passed the system checkout and was found to be fully functional. The part has been received by the manufacturer for analysis. No results available as the part is currently under analysis.

Event description:
A medtronic representative reported on behalf of the site they had difficulty moving the imaging system's gantry in all directions and that the pendant buttons were difficult to press. No further details regarding this issue, or specifically when it occurred, were provided. No patient was reported as being present during the time of this issue and no delay.